Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a vats diaphragmatic application procedure and a suturing device was used. When the surgeon went to take a bite of tissue, the needle dislodged from the cartridge. The needle was successfully retrieved during the same procedure without any patient consequences. No additional information was provided.